Event description:
Patient collapsed and died during gym class. Pathologist reports patient history of cardiac problems stemming from a vehicular trauma which occurred years ago. Atrial lead (in dual chamber system) subsequently tested out of specification during analysis.